Event description:
Reporter indicated that he was having some issues programming a vns patient. The physician would obtain an error message stating that it "didn't receive all data". There are no issues suspected with the patient's device as it was recently replaced. The handheld device was replaced and the issue continued. The physician stated that he believes, there to be a problem with the cord on the wand. The physician was sent a replacement wand. Good faith attempts to obtain product identifier information as well as product return for product analysis have been unsuccessful to date.